Event description:
Maintenance alleged bed exit not working.

Manufacturer narrative:
The tech found bed exit when armed, would not alarm. The bed exit control board failing. The tech replaced the board to resolve.